Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain [arthralgia]. Effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a female pt (initials and dob unk). The pt's med history was not provided. On an unspecified date, the pt initiated the first synvisc injection of 2 ml into the knee. The synvisc lot number was not provided. On an unspecified date, following the second and third synvisc injections, the pt experienced pain and effusion. Add'l treatments for the events included corticosteroids po. The action taken with synvisc treatment was not provided. The pt's outcome was not reported. Concomitant medications were not provided. The intensity for the events of pain and effusion was not provided. The relationship between synvisc and the events of pain and effusion was not provided by the reporting physician.